Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. During support, the aic was unable to recognize new purge disc during routine purge cassette change. The device was replaced with another aic without any further issues. It was reported that the procedure was successful. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown the device was returned for evaluation. Device logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set # 402) several times through a long time. Re-insertion of pc/ purge disc was observed, yet the console still had problem in detecting purge disc. Device evaluation: the console was tested after arriving in danvers. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken and contaminated by glucose residue. This report is being filed as part of a retrospective review of historical records.